Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned to manufacturer.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, during prep of a transcatheter aortic valve replacement procedure via transaortic access, it was observed that the labelling on two 26mm certitude delivery systems with the same lot number states that the minimum sheath size is 24fr. However, the instructions for use (IFU) states that the 26mm certitude delivery system should be used with the 21fr certitude sheath. The operator proceeded to use a 21fr certitude sheath in the procedure. The valve was implanted successfully without issue.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences in the original packaging. The returned device was visually examined, and the following was observed: no damage observed on the shipping box. The printing in the shipper box is legible and accurate. No damage observed on the shelf box. The information on the shelf box label states: minimum sheath size 24fr (7.9mm). All other information on the shelf box label is legible and accurate. The information on the pouch label states: minimum sheath size 24fr (7.9mm). All other information on the pouch label is legible and accurate. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the certitude delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. However, the physical labeling on the shelf box and pouch label were incorrect per product evaluation. As such, a labeling nonconformance or deficiency was identified. A review of the risk management documentation was performed. While a labeling nonconformance or deficiency was identified, current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on general procedural risks. Additionally, while the certitude delivery system label states to use a larger sheath, the delivery system is shipped with the correct size edwards sheath (21f). However, if a slightly larger sheath is used (7.9mm versus 6.9mm), there would no negative impact on the patient or procedure. The certitude delivery system would be able to be advanced through the sheath and the certitude delivery system would be able to be perform as intended. The incorrect labelling information was confirmed based on evaluation of the returned device. Investigation indicated that the issue is related to a design nonconformance. The issue was determined not to be related to an IFU or training manual deficiency. As such, available information suggests that a labeling design issue contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with the labelling misalignment. Correction to the labelling was implemented. In this case, the device from this event was manufactured prior to the correction implementation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.